Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). This investigation was conducted for an unknown lot number arthritis neck/shoulder/wrist (nsw) 12 hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assessment and rationale: a lot trend was not performed as the lot number is unknown. Reasonably suggest device malfunction was no. Site sample status was not received.

Event description:
Event verbatim [preferred term]. Had been using thermacare 10 hours that day/did not check her skin under the product while wearing the heatwrap, read the usage instructions prior to usage [intentional device misuse], slight scar/still have a pinkish scar [scar], got a severe burn/redness slight/skin was red [thermal burn], uncomfortable [discomfort]. Narrative: this is a spontaneous report from a contactable consumer. A 62-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number not available) from an unspecified date at 1 heatwrap per day for neck and shoulder muscle pain, and pain. The patient's medical history included post-menopausal, fibromyalgia, gastrooesophageal reflux disease (gerd), inflammation and disabled. The patient's concomitant medications included ongoing omeprazole (prilosec) twice daily for gerd and ongoing celecoxib (celebrex) twice daily for inflammation. Past product history included thermacare heatwraps (thermacare heatwraps) from (B)(6) 2009 to (B)(6) 2010 for an unspecified indication with no adverse effect. The patient reported "I have been using your back pad for years. I should have stock in your business however I used your shoulder pad and got a severe burn". Upon follow-up received on 14aug2017, it was reported the patient used the heatwrap on (B)(6) 2017 for 10 hours and experienced a burn. She did not feel the burn until the next day, (B)(6) 2017, when she saw the burn and slight redness in a mirror. The next day it was very burned and she indicated she was scarring in 2017. She showed it to her nurse but was not treated by her. She still had a pinkish scar several weeks later. The patient was hospitalized for the event redness slight and slight scar. The patient was not hospitalized for the event got a severe burn. The patient classified her skin tone as medium (neither light nor dark). She denied having sensitive skin or any abnormal skin conditions. She purchased the red box. There was no product remaining. She used thermacare heatwrap 1 day in a row. She had previously used thermacare, but never used the shoulder version before. She had previously used other heat products for pain relief. She used belt waist a lot. She had not previously experienced a problem/symptom with one of these products. While wearing thermacare heatwrap, she attached the adhesive to the body. She wore it under her shirt throughout day. She did not engage in exercise while using the product and did not check her skin under the product while wearing thermacare. She read the usage instructions for thermacare prior to usage. She did not reuse the heatwrap as it was burning her skin. The patient reported that "I have sent the invoice from (e-commerce company). I had a terrible burn leaving my skin shiny where the burn was. It took several weeks for this burn to heal and was uncomfortable in 2017. I have sent pictures to your company so you can see how badly burned it was. I use the heatwraps for my back every week because it's a good product and never burnt myself until I used this particular one. I am disabled and spend a fortune on the cost of back wraps per year." Device was not available for evaluation. Action taken in response to the events for thermacare heatwrap was permanently withdrawn in (B)(6) 2017. Therapeutic measures taken as a result of events redness slight/skin was red and got a severe burn included an unspecified burn cream and aloe. Therapeutic measures were taken as a result of event uncomfortable. No treatment received for slight scar. Clinical outcome of the events was resolved on an unspecified date. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed as a quality defect). This investigation was conducted for an unknown lot number arthritis neck/shoulder/wrist (nsw) 12 hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assessment and rationale: a lot trend was not performed as the lot number is unknown. Reasonably suggest device malfunction was no. Site sample status was not received. No follow up attempts possible. No further information is expected. Follow-up (14aug2017): new information received from a contactable consumer included: patient age, suspect product data (indication, action taken), medical history, concomitant medications, new events (redness slight, slight scar, had been using thermacare 10 hours that day), upgraded to serious, treatment received, event onset date and outcome. Follow-up (13sep2017): new information received from a contactable consumer includes: updated age, indication, device start date, past drug, updated events outcome and treatment; hospitalization information. Added event "she did not check her skin under the product while wearing thermacare". Follow-up attempts are completed. No further information is expected. Follow-up (09oct2017): new information received from a contactable consumer includes: events details and medical history. Follow-up (10nov2017). New information received from a contactable consumer includes: no device lot number available and event outcome. This follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Follow-up (19jun2020): new information received from a product quality complaints group includes: investigation results. No follow up attempts possible. No further information is expected.

Event description:
Event verbatim [preferred term]. Got a severe burn [thermal burn], redness slight [erythema], slight scar/still have a pinkish scar [scar], had been using thermacare 10 hours that day [device use issue], she did not check her skin under the product while wearing thermacare [device use error]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) -year-old female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), via an unspecified route of administration from an unspecified date at 1 day in a row for neck & shoulder muscle pain, and pain. The patient medical history included post-menopausal and fibromyalgia. The patient's concomitant medications included omeprazole (prilosec) twice daily for gastrooesophageal reflux disease (gerd), and celecoxib (celebrex) twice daily for inflammation. The patient reportable "I have been using your back pad for years. I should only have stock in your business however I used your shoulder pad and got a severe burn" on an unspecified date. As of (B)(6) 2017, the patient stated she used the product and got a burn in mid (B)(6) 2010. She still had slight scar. She could send photo of scan. She classified her skin tone as medium (neither light nor dark). She did not have sensitive skin. She did not have any abnormal skin conditions. She purchased red box. There was no product remaining. She used thermacare heatwrap 1 day in a row. She had previously used thermacare from (B)(6) 2009 to (B)(6) 2010. She never used shoulder version before. She had previously used other heat products for pain relief. She use belt waist a lot. She had not previously experienced a problem/symptom with one of these products. While wearing thermacare heatwrap, she attached the adhesive to body. She wore it under her shirt throughout day. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She read the usage instructions on thermacare before you used the product. She wore this product & she did not reuse it was burning her skin. The next day it was very burned & now she was scarring. She had been using thermacare 10 hours that day. The problem/symptom was not resolved: redness slight/scarring possibly. She did not feel a burn until next day when she saw the burn in a mirror on (B)(6) 2017. She showed it to her nurse but was not tx by her. She still had a pinkish scar several weeks later. The patient was hospitalized for the event redness slight and slight scar. Treatment received for redness slight included cream. The patient was not hospitalized for the event got a severe burn. Treatment received for severe burn included burn cream, aloe. The action taken in response to the event for thermacare heatwrap was permanently withdrawn in (B)(6) 2017. The outcome of got a severe burn and slight scar was not resolved. The outcome of other events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2017): new information received from a contactable consumer included: patient age, suspect product data (indication, action taken), medical history, concomitant medications, new events (redness slight, slight scar, had been using thermacare 10 hours that day), upgraded to serious, treatment received, event onset date and outcome. Follow-up ((B)(6) 2017): new information received from a contactable consumer includes: updated age, indication, device start date, past drug, updated events outcome and treatment; hospitalization information. Added event "she did not check her skin under the product while wearing thermacare". Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of thermal burn, erythema, scarring and device use issue, device use error as described are considered serious bodily injury which required medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of thermal burn, erythema, scarring, device use issue and device use error as described are considered serious bodily injury which required medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] redness slight [erythema] , slight scar/still have a pinkish scar [scar] , got a severe burn [thermal burn] , had been using thermacare 10 hours that day [device use issue] , she did not check her skin under the product while wearing thermacare/she read the usage instructions on thermacare before you used the product [intentional device misuse] , uncomfortable [discomfort] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6)-year-old female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), via an unspecified route of administration from an unspecified date at 1 day in a row for neck & shoulder muscle pain, and pain. The patient medical history included post-menopausal, fibromyalgia and disabled. The patient's concomitant medications included omeprazole (prilosec) twice daily for gastrooesophageal reflux disease (gerd), and celecoxib (celebrex) twice daily for inflammation. The patient reported "I have been using your back pad for years. I should only have stock in your business however I used your shoulder pad and got a severe burn" on an unspecified date. As of (B)(6) 2017, the patient stated she used the product and got a burn in mid (B)(6) 2010. She still had slight scar. She could send photo of scan. She classified her skin tone as medium (neither light nor dark). She did not have sensitive skin. She did not have any abnormal skin conditions. She purchased red box. There was no product remaining. She used thermacare heatwrap 1 day in a row. She had previously used thermacare from (B)(6) 2009 to (B)(6) 2010. She never used shoulder version before. She had previously used other heat products for pain relief. She use belt waist a lot. She had not previously experienced a problem/symptom with one of these products. While wearing thermacare heatwrap, she attached the adhesive to body. She wore it under her shirt throughout day. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She read the usage instructions on thermacare before you used the product. She wore this product & she did not reuse it was burning her skin. The next day it was very burned & now she was scarring. She had been using thermacare 10 hours that day. The problem/symptom was not resolved: redness slight/scarring possibly. She did not feel a burn until next day when she saw the burn in a mirror on (B)(6) 2017. She showed it to her nurse but was not tx by her. She still had a pinkish scar several weeks later. The patient was hospitalized for the event redness slight and slight scar. Treatment received for redness slight included cream. The patient was not hospitalized for the event got a severe burn. Treatment received for severe burn included burn cream, aloe. The patient reported that "I have sent the invoice from (e-commerce company). I had a terrible burn leaving my skin shinny where the burn was. It took several weeks for this burn to heal and was uncomfortable. I have sent pictures to your company so you can see how badly burned it was. I use therma wraps for my back every week because it's a good product and never burnt myself until I used this particular one. I am disabled and spend a fortune on the cost of back wraps per year." The action taken in response to the event for thermacare heatwrap was permanently withdrawn in (B)(6) 2017. The outcome of slight scar was not resolved, the event burn was recovered, the outcome of other events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2017): new information received from a contactable consumer included: patient age, suspect product data (indication, action taken), medical history, concomitant medications, new events (redness slight, slight scar, had been using thermacare 10 hours that day), upgraded to serious, treatment received, event onset date and outcome. Follow-up ((B)(6) 2017): new information received from a contactable consumer includes: updated age, indication, device start date, past drug, updated events outcome and treatment; hospitalization information. Added event "she did not check her skin under the product while wearing thermacare". Follow-up attempts are completed. No further information is expected. Follow-up ((B)(6) 2017): new information received from a contactable consumer included: events details and medical history. Company clinical evaluation comment: based on the information provided, the events of thermal burn, erythema, scarring and device use issue, intentional device misuse as described are considered serious bodily injury which required medical intervention to prevent permanent damage or impairment of body structure. The event discomfort is non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of thermal burn, erythema, scarring, device use issue and intentional device misuse as described are considered serious bodily injury which required medical intervention to prevent permanent damage or impairment of body structure. The event discomfort is non-serious. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] redness slight/skin was red [erythema], slight scar/still have a pinkish scar [scar], got a severe burn [thermal burn], had been using thermacare 10 hours that day [device use issue] , did not check her skin under the product while wearing the heatwrap, read the usage instructions prior to usage [intentional device misuse] , uncomfortable [discomfort] , case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder and wrist) (device lot number not available) from an unspecified date at 1 heatwrap per day for neck and shoulder muscle pain, and pain. The patient's medical history included post-menopausal, fibromyalgia, gastrooesophageal reflux disease (gerd), inflammation and disabled. The patient's concomitant medications included ongoing omeprazole (prilosec) twice daily for gerd and ongoing celecoxib (celebrex) twice daily for inflammation. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date in (B)(6) 2009 to an unspecified date in (B)(6) 2010 for an unspecified indication with no adverse effect. The patient reported "I have been using your back pad for years. I should have stock in your business however I used your shoulder pad and got a severe burn" on an unspecified date. Upon follow-up received on 14aug2017, it was reported the patient used the heatwrap on (B)(6) 2017 for 10 hours and experienced a burn. She did not feel he burn until the next day, (B)(6) 2017, when she saw the burn and slight redness in a mirror. The next day it was very burned and she indicated she was scarring. She showed it to her nurse but was not treated by her. She still had a pinkish scar several weeks later. The patient was hospitalized for the event redness slight and slight scar. The patient was not hospitalized for the event got a severe burn. The patient classified her skin tone as medium (neither light nor dark). She denied having sensitive skin or any abnormal skin conditions. She purchased the red box. There was no product remaining. She used thermacare heatwrap 1 day in a row. She had previously used thermacare, but never used the shoulder version before. She had previously used other heat products for pain relief. She used belt waist a lot. She had not previously experienced a problem/symptom with one of these products. While wearing thermacare heatwrap, she attached the adhesive to the body. She wore it under her shirt throughout day. She did not engage in exercise while using the product and did not check her skin under the product while wearing thermacare. She read the usage instructions for thermacare prior to usage. She did not reuse the heatwrap as it was burning her skin. The patient reported that "I have sent the invoice from (B)(6) company). I had a terrible burn leaving my skin shiny where the burn was. It took several weeks for this burn to heal and was uncomfortable. I have sent pictures to your company so you can see how badly burned it was. I use the heatwraps for my back every week because it's a good product and never burnt myself until I used this particular one. I am disabled and spend a fortune on the cost of back wraps per year." Action taken in response to the event for thermacare heatwrap was permanently withdrawn on an unspecified date in (B)(6) 2017. Therapeutic measures taken included an unspecified burn cream and aloe. Clinical outcome of the events was resolved on an unspecified date. Additional information has been requested and will be provided as it becomes available. Follow-up (B)(6) 2017): new information received from a contactable consumer included: patient age, suspect product data (indication, action taken), medical history, concomitant medications, new events (redness slight, slight scar, had been using thermacare 10 hours that day), upgraded to serious, treatment received, event onset date and outcome. Follow-up (B)(6) 2017): new information received from a contactable consumer includes: updated age, indication, device start date, past drug, updated events outcome and treatment; hospitalization information. Added event "she did not check her skin under the product while wearing thermacare". Follow-up attempts are completed. No further information is expected. Follow-up (B)(6) 2017): new information received from a contactable consumer includes: events details and medical history. Follow-up (B)(6) 2017). New information received from a contactable consumer includes: no device lot number available and event outcome. This follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Company clinical evaluation comment: based on the information provided, the events of thermal burn, erythema, scarring and device use issue, intentional device misuse as described are considered serious bodily injury which required medical intervention to prevent permanent damage or impairment of body structure. The event discomfort is non-serious. The events are medically assessed as associated with the use of the device. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of thermal burn, erythema, scarring, device use issue and intentional device misuse as described are considered serious bodily injury which required medical intervention to prevent permanent damage or impairment of body structure. The event discomfort is non-serious. The events are medically assessed as associated with the use of the device. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Got a severe burn [thermal burn] , redness slight [erythema] , slight scar [scar] , had been using thermacare 10 hours that day [device use issue] , . Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder and wrist), via an unspecified route of administration from (B)(6) 2009 to (B)(6) 2010 at unknown dosage for neck and shoulder muscle pain. The patient medical history included post-menopausal and fibromyalgia. The patient's concomitant medications included omeprazole (prilosec) twice daily for gerd, and celecoxib (celebrex) twice daily for inflammation. The patient reportable "I have been using your back pad for years. I should only have stock in your business however I used your shoulder pad and got a severe burn" on an unspecified date. As of (B)(6) 2017, the patient stated she used the product and got a burn on mid (B)(6) 2010. She still had slight scar and redness. She could send photo of scan. She classified her skin tone as medium (neither light nor dark). She did not have sensitive skin. She did not have any abnormal skin conditions. She purchased red box. There was no product remaining. She used thermacare heatwrap 1 day in a row. She had previously used thermacare from (B)(6) 2009 to (B)(6) 2010. She never used shoulder version before. She had previously used other heat products for pain relief. She use belt waist a lot. She had not previously experienced a problem/symptom with one of these products. While wearing thermacare heatwrap, she attached the adhesive to body. She wore it under her shirt throughout day. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She read the usage instructions on thermacare before you used the product. She wore this product and she did not reuse it was burning her skin. The next day it was very burned and now she was scarring. She had been using thermacare 10 hours that day. She did not feel a burn until next day when she saw the burn in a mirror on (B)(6) 2017. She showed it to her nurse but was not tx by her. The action taken in response to the event for thermacare heatwrap was permanently discontinued. Treatment received for severe burn included burn cream, aloe. The outcome of got a severe burn was not resolved. The outcome of other events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (14aug2017): new information received from a contactable consumer included: patient age, suspect product data (indication, action taken), medical history, concomitant medications, new events (redness slight, slight scar, had been using thermacare 10 hours that day), upgraded to serious, treatment received, event onset date and outcome. Company clinical evaluation comment: based on the information provided, the events of thermal burn, erythema, scarring and device use issue as described are considered serious bodily injury which required medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of thermal burn, erythema, scarring and device use issue as described are considered serious bodily injury which required medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.